Event description:
The customer stated that he tested his blood glucose and received back to back readings of lo and 134 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not adjust his medication or diet or allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.